Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. There was no reported impact to blood glucose. Tandem technical support educated the customer on the auto-off safety feature and recommended that customer contact their healthcare provider (hcp) before modifying the setting. Reportedly, the contact declined to contact a hcp regarding the safety feature.